Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the display screen had a line through the display. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/16/2016 with the following findings: during testing, the pump powered up with auditory and vibration alerts to a blank display screen. Due to the blank display the investigation was unable to adequately investigate the initial complaint. The pump had a failed display flex but the display was clear and legible when the failed display was replaced with a test display. Unrelated to the initial complaint, it was observed that the battery compartment was cracked.